Event description:
This is a duplicate of MFR report # 0001831750-2013-05100. The serial number (B)(4) and catalog number 6082000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-05100for full reporting of serial number (B)(4) and catalog number 6082000000 for this complaint.

Event description:
It was reported via repair work order that the cot is leaning due to a bent x-frame. The outer lift tubes are cracked preventing the cot from lowering. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.